Event description:
It was reported the pt went to the ER because she was draining yellow fluid from the ipg site. She was also experiencing discomfort at the ipg site. Allegedly, the doctor determined that no infection was present. The doctor feels the drainage was part of the healing process after being implanted. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.